Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-9218-55, serial #: (B)(4), description: precision m8 adapter, 55 cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. Symptom of swelling was noted. The patient was prescribed vancomycin antibiotics. The physician believed that the infection was not device or procedure related and the cause was due to bug bite. The patient underwent an explant procedure.